Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg there was low sample draw volume and sample hemolysis in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, with the hemogard closure assembly correctly assembled and placed on the tubes. A functional test was performed on 10 retained samples. All tubes were within specification limits with no issues identified. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and hemolysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg there was low sample draw volume and sample hemolysis in an unspecified number of devices. No adverse impact was reported regarding the patient or user.